Event description:
It was reported to philips that the device has a general system failure.

Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 3030677-2021-164503 device investigation is completed; please see updated codes in this report.